Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an external device. It was reported that, after making changes to the pump, the hcp got a red message saying that the application needed to be restarted. This had been happening with multiple pumps and the reporter wanted clarification about the errors. The reporter did not have any service codes associated with the errors. Environmental, external or patient factors that may have led or contributed to the issue were not applicable. During the call to healthcare information technology (hcit), the synchromed software version was checked and was the correct version. The reporter was advised that nothing additional could be done without service codes. The hcp was advised to get more information. Actions/interventions taken to resolve the issue were not applicable. It was indicated thatthe event was resolved.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.